Manufacturer narrative:
(B)(4). The device was serviced at the customer site by a field service technician. Visual inspection identified the damaged latch roller. The cause of the damage was normal wear and tear. To address this condition the latch roller was replaced. The device was restored to a good working condition and returned to the customer. Should additional relevant information become available a supplemental report will be submitted.

Event description:
During on-site service by a field service technician, a flogard infusion pump was found to have a damaged latch roller. There was no patient involvement. No additional information is available.